Event description:
It was reported that a balloon burst occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. There were no patient complications.